Event description:
It was reported that the right fork on the unknown model rollator broke. (B)(6) does not have a model or lot number on this rollator because the label is worn off. Referred to local dealer for resolution.